Event description:
During an incident in 2003 involving a pt in cardiac arrest, this unit analyzed as "no shock indicated" then shut off with a "low battery" prompt. A second battery also shut off the unit with a "low battery" prompt. The pt was extremely obese with a history of cardiac problems and hypertension. The family said pt was watching television, started to sweat and became unresponsive. Acls arrived, helped move the pt from the bed to the floor, took over treatment and regained a pulse. A stokes basket was used to move the pt down 15 flights, placed vertically in an elevator that stopped at every floor, with treatment along the way. The pt was transported to a hosp where they were pronounced. The crew stated the equipment was checked at the start of tour and read ok.